Event description:
It was reported that during a cardioversion for atrial fibrillation, this device declared a code 1005, indicative of an open circuit condition. A code 1005 is declared due to high, out of range shock impedance measurements (greater than 145 ohms). It was stated that the patient is currently hospitalized in the intensive care unit. The physicians re-attempted the cardioversion, but the code 1005 persisted. The patient was given an external life vest to wear prior to an anticipated surgical revision procedure on this implanted system. The specific surgery date has not yet been scheduled. At this time, the device remains implanted and the patient is stable.

Event description:
It was reported that during a cardioversion for atrial fibrillation, this device declared a code 1005, indicative of an open circuit condition. A code 1005 is declared due to high, out of range shock impedance measurements (greater than 145 ohms). It was stated that the patient is currently hospitalized in the intensive care unit. The physicians re-attempted the cardioversion, but the code 1005 persisted. The patient was given an external life vest to wear prior to an anticipated surgical revision procedure on this implanted system. Both the device and rv lead were subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted device and lead are expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during a cardioversion for atrial fibrillation, this device declared a code 1005, indicative of an open circuit condition. A code 1005 is declared due to high, out of range shock impedance measurements (greater than 145 ohms). It was stated that the patient is currently hospitalized in the intensive care unit. The physicians re-attempted the cardioversion, but the code 1005 persisted. The patient was given an external life vest to wear prior to an anticipated surgical revision procedure on this implanted system. Both the device and rv lead were subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products have been received for analysis.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert had been recorded. The device case was opened, and visual inspection noted that one of the two hv capacitors was slightly swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged, but brady pacing, telemetry, and other device functionality remained available.

Event description:
It was reported that during a cardioversion for atrial fibrillation, this device declared a code 1005, indicative of an open circuit condition. A code 1005 is declared due to high, out of range shock impedance measurements (greater than 145 ohms). It was stated that the patient is currently hospitalized in the intensive care unit. The physicians re-attempted the cardioversion, but the code 1005 persisted. The patient was given an external life vest to wear prior to an anticipated surgical revision procedure on this implanted system. Both the device and rv lead were subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted device and lead are expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
This report is being sent to correct h6.